Event description:
Complaint report stated that the cutter would only close 3/4 of the way. Surgeon opened anothr pack and completed the case with no problems. Surgery was delayed as surgeons changed to another pack. No adverse effect on the pt.